Manufacturer narrative:
Device unique identifier (UDI)- (B)(4). Approximate age of device- 1 year and 10 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced two pump stop alarms on (B)(6) 2018. The patient was reported to be asymptomatic. The patient has been on ungrounded cable since (B)(6) 2017. The manufacturer's technical service representative reviewed the submitted log file and observed three pump stoppages. These appeared to be associated with the driveline being disconnected. The manufacturer's technical service representative inquired if the driveline was disconnected on (B)(6) 2018 at 2:06:43 am, (B)(6) 2018 3:44:24 am and (B)(6) 2018 10:38:11 pm. The patient denied disconnecting the driveline. The submitted x-ray images were unremarkable. It did appear that the patient was sleeping on battery power which was not recommended by the manufacturer. On (B)(6) 2018 at 2:01:50 am battery power was completely depleted which prompted the system controller¿s internal battery to provide power to the pump. A n advisory and hazard alarm was issued. On (B)(6) 2018 at 2:13:59 pm and (B)(6) 2018 at 9:31:19 am a low battery hazard was observed indicating that the batteries were not changed when the advisory alarm was triggered. No additional information was provided.